Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Upon visual examination, it was noted that the bag was fully retracted into the tubing. The bag was then deployed, and found to be partially detached from the ring and was un-cinched. The bag was partially folded. The pull ring was set in the handle. There was bag remnant on the metal ring. The black shrink tube was intact on the ring. The plunger and metal ring advanced and retracted properly. The bag was manually cinched without difficulty. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested due the disengaged bag. These conditions suggest that the green ring and suture line were not pulled, thus indicating that the bag did not detach as a result of this action. Replication of these conditions may occur if instead, the plunger is retracted after bag deployment, causing bag detachment. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the bag was torn. Another device was used without further consequences. The device was not used on the patient.